Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed rewind test, self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. No rewind grinding noise anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sometimes had to press buttons more than once to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump was louder when rewinding. The insulin pump will not be returned for analysis.